Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable at this time.

Event description:
The customer reported that the images were degraded to the point that the system was unusable. An alternate system was required to complete the case. There is no report of pt injury associated with this event.